Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion. The medication was programmed to run for six (6) hours; however, completed within one (1) hour. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion was not confirmed through a review of the logs; however, it was able to be reproduced during extensive laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device presented signs of unregulated flow and was found to be working out of specification. The pump module was disassembled, and the bezel was inspected for any damage that could have caused the over-infusion. It was found that the bezel was a third-party component. The pump module bezel assembly was temporarily replaced with a known good part for testing purposes only. A calibration procedure was performed using the asm software, followed by a rate accuracy task. The pump module successfully passed both tests, operating within the specified parameters. On (B)(6) 2025, at 7:55 am, the suspect pump module was attached as channel a, right after, the time of day was modified to 7:36 am, a basic infusion with rate of 12.5 ml and a volume to be infused (vtbi) of 120 ml was programmed. At 7:39 am, the user powered down all channels. Two minutes later, the pump module was attached again and assigned to channel a, the user programmed a basic infusion at a rate of 12.5ml/h and vtbi of 120ml. At 8:17 am, the user paused the infusion with a primary volume infused recorded of 2.947ml. At 8:30 am, the user removed the pump module. Per alaris system user manual v9.33 to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. Close roller clamp. Open pump module door. Set¿s safety clamp fitment automatically closes to prevent accidental free-flow. Facilities have been informed by the third-party parts notice, dated 07 february 2022, that only original bd parts and components are to be used in any maintenance, repair, or use with bd devices. Bd has not tested nor validated the performance and functionality of its medical devices when used with replacement parts manufactured/refurbished and sold by third parties and strongly recommends not using any third-party components for the maintenance, service, and repair of bd devices except as explicitly stated otherwise. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported over infusion event is being attributed to the use of a third-party bezel assembly, the pump module was found to be infusing out of specification. Note that this report lists imdrf annex a0709, a1801, g0301204, g02017, c0601, c16, d0302 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion. The medication was programmed to run for six (6) hours; however, completed within one (1) hour. There was patient involvement but no harm.